Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, other than induced damage from normal use/explant. The dislodgement allegation was not confirmed, evidence from the field and product analysis were insufficient to verify dislodgement. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement. The physician was unable to place it in a satisfactory position during the revision so he elected to remove it. No tissue was observed in the helix. This lead was returned and no additional adverse patient effects were reported.